Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted for female sterilisation. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), depression ("depression"), feeling abnormal ("my head was always foggy") and joint lock ("I have constant locking of my joints and muscles throughout my arms into my hands and fingers"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, mood swings, depression, feeling abnormal and joint lock outcome was unknown. The reporter considered depression, feeling abnormal, joint lock, mood swings and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: medical device removal. Most recent follow-up information incorporated above includes: on 15-jan-2020: reporter added. Event hysterectomy was updated to pelvic pain, mood swings, depression, my head was always foggy, I have constant locking of my joints and muscles throughout my arms into my hands and fingers. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.